Event description:
User was coming up a set of bleachers and the tdxsiv-hd power chair ran into a set of bleachers. She could not tell if the device sped up but she could not get it to go in reverse. Customer's foot got slit and she had to go to the emergency room, and she had four stitches put in.